Event description:
The customer reported that 1 ml of fluid leaked from the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that a cable tie was getting caught on the down stroke of the probe wipe and the fse proceeded to remove the cable to resolve this issue. The fse also filed down the probe wipe set screw as the probe wipe was sticking on the upstroke. The service actions performed by the fse resolved the leak. The fse also noted dilution issues and replaced the blood sampling valve (bsv) actuator to resolve the issue. This dilution issues were unrelated to the initial leak reported by the customer. Results: set screw on probe wipe. (B)(4).